Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 27 mg/dl at the time of the incident. The customer was given fluids to treat. The customer experienced symptoms such as slowed response. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer went low about the time that she would usually have her lunch. The insulin pump will not be returned for analysis.